Event description:
Cranial perforator was attached to neurotome in o.r. To create burr holes in pt's skull. Perforator jammed in bone while handle of neurotome continued to spin. There was difficulty withdrawing perforator bit. No harm to pt. Equipment returned to MFR for eval.